Manufacturer narrative:
Age at time of event: updated from 73 to 77. Describe event or problem, relevant tests/lab data, other relevant, patient codes: updated (B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient had right hemiparesis and left gaze deviation and unable to look to the right. They also experienced hypothermia, hypotension and slurred/garbled speech.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. - the most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). It was report that the patient experienced a cerebral vascular accident(cva) and expired. In (B)(6) 2013, a 24mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. There were no recaptures performed during the procedure. The closure device spanned the entire laa ostium and a complete seal of the laa was observed. In (B)(6) 2017, the patient experienced a cerebral vascular accident (cva). Computed tomography (CT ) scan, transesophageal echocardiogram (tee) and lab tests were performed. The patient was hospitalized for 12 days. One day after the patient was discharged and they expired. The cva led to their death.